Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) italy alleging the patient's onetouch vita meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 1x daily and her blood glucose usually reads around ''110-120 mg/dl.'' The patient manages her diabetes with humulin insulin (10 units in the morning/ 12 units in the evening). The alleged issue began on the evening of (B)(6) 2012. It was reported the patient obtained blood glucose results of ''180 mg/dl'' with the subject meter and ''110 mg/dl'' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Based on the alleged result of the subject meter, the patient administered self an additional dose of insulin. At 8am the following morning, the reporter claims the patient felt symptoms of shaking and sweating. The patient obtained a blood glucose result of ''40 mg/dl'' with the subject meter at that time. The patient ate fruit as treatment and felt better about 30 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the reporter on proper cleaning technique. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.